Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, chest pain and labile blood pressure occurred.the target lesion was located in the right coronary artery (rca). A 3.00 x 20mm promus premier¿ stent was implanted in the lesion. Heparin 6000 units and plavix 600mg were administered to the patient during the procedure. Approximately 20 hours post procedure, the patient experienced chest pain with a labile blood pressure. The patient was brought back to the cardiac catheterization laboratory due to thrombosis of the 3.00 x 20mm promus premier¿ stent. Plavix 600mg was given to the patient. Thrombectomy was performed and stents were implanted. The physician felt that the patient was a plavix non- responder vs. Hypercoagulable state which contributed to the development of stent thrombosis. No further patient complications were reported and the patient¿s status was stable.